Event description:
It was reported that through remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Recommended programming changes will be made during next scheduled follow-up.

Manufacturer narrative:
(B)(4).